Event description:
During a laparoscopic repair of paraesophageal hernia with fundoplication procedure, the device just stopped working, per the surgeon. There was no reported pt consequence and 1 device is being returned. The case was completed with another device of the same product code.